Event description:
During an iontophoresis electrode treatment administered with dexamethasone, the pt received a burn on the elbow and is approx 1cm round in size. According to the physical therapist, the recommended treatment time of 40ma-minutes was not exceeded and the instructions for use were followed correctly. The drug user dexamethasone, is not sold with the electrode.